Event description:
It was reported that the access door would not lock and is giving a false latch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.